Manufacturer narrative:
The root cause of the arrhythmia was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
The complainant reported that a patient encountered ventricular tachycardia (vt) and atrial fibrillation (af) during impella 5.5 support. The patient had non-sustained vt so an amiodarone bolus and lidocaine was given. A few days later, the patient had sustained vt and was shocked. Later, the patient experienced af. No further intervention was noted and the patient remained stable through the explant.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.